Event description:
(B)(4). The patient had a ventral hernia repair on (B)(6) 2013 in which a wound drain was inserted during the procedure. The drain was in place for 7 days with removal on (B)(6) 2013. It was reported that the physician was attempting to remove the wound drain and approx. 6 cm of distal segment of the drain broke off and remained in the subcutaneous tissues in the patient's upper midline wound. It was discovered that the drain had been inadvertently sutured. It was further reported that the patient underwent removal of the drain per abdominal wound exploration under general anesthesia.

Manufacturer narrative:
Investigation is still in progress. Upon completion of the investigation a supplemental MDR will be filed.